Manufacturer narrative:
Findings: pump passed displacement test, rewind, basic occlusion test, prime, excessive no delivery test, and occlusion test. Pump unable to vibrate due to broken vibrator black wire. Pump received with cracked reservoir tube lip, cracked case near display window corners, and cracked on display window noted. No moisture damage noted on electronics assembly.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 489 mg/dl. The customer was trying to bolus. The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose was 489 mg/dl. The customer stated that insulin spilled into reservoir chamber as she was removing the reservoir. The customer was advised to perform self-test but failed. The customer insulin pump did not vibrate. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call indicating that the insulin pump had a vibrate anomaly. Customer's blood glucose was 200 mg/dl. The customer stated that she had changed the battery several times and the pump did not vibrate. The customer stated that the pump did not vibrate during vibrate test.